Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse of a customer reported via phone call that low blood glucose of 14 mg/dl was experienced and that the patient was hospitalized for an extended period of time. The nurse also indicated that insulin was squirting out when removed from the body and that too much insulin may have been given to patient. However, the nurse indicated that a bolus is not in the history and does not appear to be user error. The nurse wanted to document incident only. No further information was provided.